Event description:
It was reported that a patient with this right atrial (ra) lead experienced itching at the device site. It was also reported that the patient has a known nickel allergy. Technical services (ts) discussed the device materials and indicated that only the right ventricular (rv) lead contains components with direct nickel contact. Ts recommended to contact the physician for evaluation of the reported symptoms. At this time, this ra lead remain in service. No additional adverse patient effects were reported.